Manufacturer narrative:
Exact date of implant is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was described as 10mm in length and angulated. It was reported that a recent follow-up showed a large type ia endoleak. The physician stated they do not think the event was due to a device failure. However, the physician did state that they did not agree that 10mm necks were "do-able." No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.